Manufacturer narrative:
While attempting to place the deltapaq cerecyte microcoil 3 mm x 10 cm (cdf10031030/g15822), the physician tried to reposition the coil. Upon moving the coil it detached on its own. The coil was not attached to the detachment cable (details unknown). The physician tried to snare the coil to remove, but was not able to snare it. He then was able to reposition the coil using the sl-10 microcatheter (details unknown). Other product used was an envoy da (details unknown). An adequate continuous flush was maintained through the microcatheter. There was no resistance when the coil was advanced or repositioned. The target vessel was transverse sinus which was not calcified and not tortuous. The coil was implanted and not returned. The coils unintended detachment was mechanical in nature. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured and the damaged edges have been raised above the surface plane. The locking mechanism has compression and stretching damage. The primary contributing factor to the coils unintended detachment during repositioning inside the aneurysm may have been due the coil becoming temporarily anchored during the repositioning of the coil inside the aneurysm. The coil may have become anchored on itself, coils already dwelling inside the aneurysm (if previously placed), or from the distal tip of the microcatheter. When the temporarily anchored coil was retracted during repositioning it is possible that this contributed to the unintended coil detachment. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system.¿ additionally, the IFU recommends, ¿caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the implanted coil and the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. The secondary contributing factor to the coils unintended mechanical detachment may have occurred prior to the unintended detachment when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the detachment fiber to lose its tension and stretch. This would have increased the probability that when the coil became anchored in the aneurysm and was retracted for repositioning that the fiber would have been more likely to sever resulting in the unintended mechanical detachment of the coil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ based on the information and the analysis, the coil was implanted and not returned therefore the event could not be confirmed. However procedural factors may have contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: detachment cable (details unknown); sl-10 microcatheter (details unknown); envoy da (details unknown).

Event description:
While attempting to place the deltapaq cerecyte microcoil 3 mm x 10 cm (cdf10031030/g15822), the physician tried to reposition the coil. Upon moving the coil it detached on its own. The coil was not attached to the detachment cable (details unknown). The physician tried to snare the coil to remove, but was not able to snare it. He then was able to reposition the coil using the sl-10 microcatheter (details unknown). Other product used was an envoy da (details unknown). An adequate continuous flush was maintained through the microcatheter. There was no resistance when the coil was advanced or repositioned. The target vessel was transverse sinus which was not calcified and not tortuous.